Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor cannot run incoming testing) was investigated. As received, the monitor displayed code 203. The code 203 is indicative of an internal pulse test failure. However, once the code was cleared, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor was displaying a service code 203 (pulse test fault) and was not able to complete testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor was displaying a service code 203 (pulse test fault) and was not able to complete testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.